Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, h3, h4, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: residual liquid or foreign material come out of auxiliary water inlet of endoscope connector, and circuit board unit in scope connector is dirty due to water leakage. A definitive root cause could not be identified. Based on the results of the investigation, the cause for the additional reported issues could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed transmission error e216, and communication error b30. The issue occurred during inspection for use. There were no reports of patient harm.